Event description:
Needle is slow to retract when the retract button is pressed. Some intravenous catheter needles require the button to be pushed multiple times for the needle to retract. There is concern for a greater potential of a needle stick when this occurs. 8 intravenous catheters from 2 different departments were reporting slow retraction. All were catalog # 381433; lot # 4305273. Reference reports: mw5172428, mw5172498, mw5172499, mw5172500, mw5172501, mw5172502, mw5172504. Pt code: 4582. Device codes: 1536, 4063.